Event description:
A male patient underwent a therapeutic ercp procedure with placement of a metal biliary stent. After successful stent placement, an area close to tha papplia was determined to have a potential risk for bleeding. A resolution clip device was inserted and deployed to this area. Immediately upon depolyment, the clip was noted to have opened and detached from the intended site.the procedure was successfully completed utilizing an argon plasma coagulation unit.the patient did not sustain any known complications as a result of the deployment issue.